Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed primary audible alarm post. The device was powered on and an audio test was performed and the reported issue was not duplicated, however the reported issue was found in the ehl. The cause of the reported issue may be due to the firmware- release corrects the issue of pumps falsely identifying a paa system failure in most, but not all conditions. There may be instances when the alarm loudness is set to level 1 (quietest) that the pump alarms for paa system failure when there is no issue with the audible alarm. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device returned 12/14/2023.

Event description:
It was reported that the pump exhibited a system failure alarm. Patient involvement is unknown. There were no adverse effects reported.

Manufacturer narrative:
B3 is unknown. H3: device has not been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.